Manufacturer narrative:
H10: the device was received for evaluation. The coupler rings were returned, free floating with the jaw assembly inside the inner tray. Signs of use (dried blood/tissue) were visible on the returned product which is consistent with the alleged event taking place during use. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The visual investigation did not show any bent pins visible on either of the 2.5mm coupler rings. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of a 2.5mm coupler were bent. This was identified before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.